Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
There was a cam2 intra-cranial pressure and temp monitor delay when zeroing the catheter. There was no pt involvement with this incident.